Event description:
During an embolization of the left kidney the physician had no problem using the fastracker-325 vascular access system but when "gtn" was flushed and proceeded with contrast while flushing the catheter, it was noted that contrast leaked through the proximal part of the catheter. Also suspected leakage at the hub. Clinical outcome-good. The pt was not injured and had no complications as a result of this event.